Event description:
A pt reported experiencing inaccurate erratic results with a sure step meter. The pt's blood glucose results were 298, 187 and 198 mg/dl. Tests were done within 10 minutes. No allegation of harm.